Event description:
An office manager reported that the black knob on the tank became stuck, causing a 30 minute delay in the surgery. The surgeon elected to use an alternate type of gas to complete the procedure. There was no patient harm for this event. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. A check of the batch product record showed no unusual manufacturing issues. The valve handle showed tool marks, was not firmly attached to the valve, and spun freely on the valve as received. The valve could not be turned by hand as received. The cylinder was secured and the valve was turned by a wrench. The valve was found jammed in the open position. Once the valve was loosened and a new handle installed, the valve could be turned by hand. The root cause was determined to be failure to follow the directions for use. There were no similar complaints reported for this lot. Additional information was requested by email and phone on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).